Manufacturer narrative:
Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien 3 thv. The patient screening manual instructs the operator on proper aortic valve and root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. Per the instructions for use (IFU), central regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to central regurgitation including malposition of the valve, impingement of a leaflet due to the guide wire, over inflation of the deployment balloon, post dilation of the implanted valve, and slow recovery of adequate ventricular flow post valve deployment and rapid pacing. All of these factors have the potential to contribute to suboptimal coaptation of the sapien 3 valve leaflets and cause central aortic insufficiency. Occasionally there are cases where the root cause of the regurgitation cannot be determined. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness, and distribution of calcium on the native leaflets to determine whether valve performance will be impaired. During the manufacturing process, all sapien valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. The edwards sapien 3 transcatheter heart valve is indicated for patients with symptomatic heart disease due to severe native calcific aortic stenosis or failure of a surgical bioprosthetic aortic or mitral valve who are judged by a heart team, including a cardiac surgeon, to be at high or greater risk for open surgical therapy. Deployment of the sapien 3 valve in a tricuspid valve ring is not indicated per the labeling; therefore, the device labeling (ifus and training manuals) do not instruct the operator how to position the sapien 3 valve in this scenario. In this case, the cause of the paravalvular leak and mild intra-valvular tricuspid regurgitation is unknown. Investigation results suggest that due to the limited information available, the reason for the tricuspid valve replacement procedure cannot be determined. The patient's has past medical history significant for rheumatic mitral valve disease, who had undergone a mitral valve replacement earlier last year. It is possible that, in addition to the procedure itself, unknown patient factors may have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
After initial deployment of the 26mm sapien 3 ultra valve, the patient had a persistent paravalvular leak between the valve and the valve ring. Two vascular plug devices were deployed to resolve the paravalvular leak. Although the patient had only trace to mild paravalvular leak, on postoperative day 1, an echocardiogram report showed mild intra-valvular tricuspid regurgitation (tr). There was no report of intervention for the tr. Per medical records review, "after initial deployment of the valve, patient had excellent valve placement; however, she had persistent paravalvular leak between the valve and the valve ring, we therefore deployed 2 additional amplatzer devices avpl device of 14 mm in size. After deployment of these valve, the patient had only trace to mild paravalvular leak." No other complications or edwards device malfunctions were listed. On postoperative day 1, an echo report showed a mean gradient of 5 mmhg, "mild intra-valvular tr", 2 vascular plugs for "lateral paravalvular leak". Post op information did not list any tricuspid valve replacement related complications and the patient was discharged.